Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged colon cancer. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging colon cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacturer observed potential hair-like particles on the right-side panel and left panel, under the sd card cover, control knob, underneath the left panel, on the blower cap, on the sound abatement foam, and walls of the bottom enclosure, on the interior side of the flip lid assembly, a whitish dust-like contamination consistent with mineral deposits was observed in the water tank, on the dry box, in the bottom enclosure and lower base. A small piece of unknown debris was observed stuck to the lower base. An unknown brownish contamination was observed on the flip lid seal. A rust-colored contamination was observed on the heater plate and in the lower base. Manufacturer observed what seemed to be an air inlet filter underneath the blower cap on the blower motor. Manufacturer observed a dust/dirt-like contamination on the top enclosure, left and right panels, in the air inlet, on the pca, blower cap, on and inside the blower motor, on the sound abatement foam and in the bottom enclosure and lower base, on the bottom of the blower housing. Manufacturer confirmed the presence of degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source. The following changes have been updated in this report: in general information tab: 510k number has been corrected in this report which was captured incorrectly in previous report. In box d: UDI number, device avail. For eval? And date returned is updated. In box e: reporting institution name, address line 1, line 2, city, state and postal is updated. In box h: device eval. By mfg.? And device problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid is updated.